Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with pain in lower back. The investigator noted the event as moderate in intensity. The pt was shoveling and began having new back pain. Pt placed back on motrin, 800 mg 3 x per day and performing regular work duties. The outcome of the event was the pt was lost to f/u up. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as pt shoveling.